Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon evaluation, red (can h) wire was open in the trunk cable. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption of communication is the open wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wire. The pt received a replacement electrode belt.

Event description:
A pt service representative (psr) contacted zoll customer support while assisting a (B)(6) year old male pt to report a service code 204. The pt was issued a replacement electrode belt.